Manufacturer narrative:
Investigation summary: a new collection of the patient sample was taken and returned to quidel for testing. The sample was tested on lyra and an additional pcr method. Both assays produced negative results. We are unable to confirm the claim of false negative results as the original specimens are not available for testing. The return testing data are in line with the performance of the negative control and other negative clinical specimens. Root cause: unable to determine. Source: email.

Event description:
Customer reporting alleged false negative sars result on a symptomatic patient. Customer communicated the result was positive by other molecular method (CT values of 26.6 & 29.1).